Event description:
It was reported that the pacing lead exhibited high threshold and undersensing resulting from a myocardial perforation. The pacing lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 5086mri45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).